Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'does not sense closed door' was not reproduced. A review of the event history log (ehl) revealed occurrences of "shut door - power of" messages. The reported condition was verified. The cause of the condition was determined to be failed lower link switch. The lower aux will be replaced to correct the reported problem. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was not sensing closed door during testing in the biomedical service department. There was no patient involvement. No additional information is available.